Manufacturer narrative:
Clarification to b3 date of event: partial date of november 2025. Healthcare professional reported that the patient noticed the event "4 weeks prior" to their consult on (B)(6) 2025. Continued e.1. Email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "implant exchanges from textured to smooth due to the patients concerns with the product and capsular contracture baker grade IV". This record is for the left side. The device remains implanted.